Event description:
The operative report was sent to risk for review from transcription due to documentation in relation to distal tips of cannulated drill bit breaking off during procedure. Procedure was medial hemiepiphysiodesis of bilateral distal tibias. The patient had surgery mid-(B)(6). The performed procedure was medial hemiepiphysiodesis bilateral tibia. The surgeon requested the orthopediatric system and the vendor was present for the procedure. While drilling on the right limb the distal tips of the 2.7 cannulated drill bit broke off in the right medial malleolus. The drill bit was removed but some fragments of the tip were imbedded in the bone and could not be removed without causing harm to the patient. When the incident occurred the surgeon was aware of what had taken place. Another tray of instruments were opened and the procedure was completed without further difficulty. The vendor who was present in the procedure requested the broken drill bit for inspection and did not return it to the circulator after the procedure. He filed a report with ortho pediatrics and took the drill bit away from the facility for inspection. He has since returned the drill bit to our surgery.